Event description:
It was reported that during frontal sinus surgery, the blade-bur tip broke. There was no patient injury and the surgery was completed with a good outcome.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation was performed by a quality engineer. The product analysis identified the following: two samples were returned in original inner pouches with labeling identifying both items as high speed rad frontal finesse bur, 40°, 3mm, product ID # 1883070hs; both from lot # 58774500. Visual and microscopic examination (20x magnification) of the hubs on both samples did not find any visible signs of damage. Visual and microscopic (20x) examination of the first bur identified the flutes of the bur tip were caked with bio-debris; including what appeared to be dense bone. Visual and microscopic examination of the second bur was confirmed to be in a similar state. The insides of the tops of the inner tubes on both samples were deformed (flared) outward, with one of the samples beginning to split. The tip of this sample was completely separated from the spiral wrap at a point where the spiral wrap had elongated and reduced. The second bur tip did not detach, but was hyperextended from the inner tube approximately 1/3 inch when compared to drawing (B)(4) rev a. Bur assy, curved finesse. This failure mode is suspected to be a compromise of the spiral wrap integrity during surgical procedures where significant stress is imparted to the wrap(s) by pulling the bur or blade in the axial, distal direction as might occur during the shaping of bone. The wrap derives its strength from the interlocking nature of the spiral/dovetail notches which enables it to effectively transfer torque through bends in blade/burs. This pulling stress combined with the normal stresses of a spinning blade or bur may infrequently cause the spiral wrap to lose its tightly wrapped integrity and thus fracture at the narrowest section of the compromised portion of the wrap. The observable for this failure mode is typically a tip fragment that has fractured in one of the spiral wrap segments after the bend in the blade or bur. Based on the results of this product analysis, this complaint is confirmed for spiral wrap breakage and the deformation visualized in both of the tubes suggests these burs were used more aggressively than intended. The most likely root cause is user technique related. (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. Evaluation results: device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes.